Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose and also had crack on screen and make it harder to read. The customer¿s blood glucose level was 450 mg/dl to 40 mg/dl at the time of the incident. Customer stated that the insulin pump had reject new batteries, buttons was less responsive, had no delivery alarm. The insulin pump will not be returned for analysis.